Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the vibratory features were non-functional. The distributor confirmed that the auditory features were functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/05/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the vibration motor failure. The pins on vibration motor are not making an electrical connection with the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.